Event description:
On (B)(6) 2025, the user reported experiencing a blood glucose level of 54 mg/dl. The user self-treated with glucose tablets, and the ilet device provided a low glucose alert. No caregiver or ems assistance was required, and no hospitalization was reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.